Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer? Sep 29, 2021. Section h3: evaluated by manufacturer? Yes. Device evaluation: chemistry testing was conducted on the returned sample, all the tested items met product specification, no product deficiency was confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Complaint data was trended by the reported lot number: zh07081. Five complaints were reported in previous 12 months. No product deficiency was confirmed for the similar issue. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Date of event: the exact date is unknown, the best estimate is in the beginning of (B)(6) 2021. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Consumer reported that she experienced irritation and red eyes when wearing her contact lenses after taking care of them with consept 1-step solution. This happened after using the second bottle which was around the beginning of (B)(6) 2021. She was concerned about having any further problems with her eyes and visited an eye clinic. She was diagnosed with keratitis and was prescribed the following eye drops: fluorometholone ophthalmic solution, levofloxacin ophthalmic solution and hyalein ophthalmic solution. She was informed that her symptoms would subside in about two weeks. She used 1-day contact lenses for a week to be safe. It was noted the usage of the product was proper. At the time of this report, she had recovered. However, towards the end of (B)(6) 2021 the consumer re-started the use concept 1-step solution to take care of her 2-week contact lenses. Again, she experienced irritation and red eyes, but she recovered with no medical intervention. No further information was provided.